Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplement report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was transplanted. The hospital would like the pump evaluated to check for thrombus due to intermittent power spikes and hemolysis. Additional information submitted to the manufacturer reported that the patient was upgraded to 1a status. The patient had trouble with both clotting pumps and frequent gastrointestinal (gi) bleeding. The patient received large amounts of blood to balance the bleeding.